Manufacturer narrative:
Philips field service engineer (fse) visited the customer site. The fse performed nbp calibration, nbp leak test and nbp verification measurements specified in the service procedure. Results of the diagnostic/functional testing indicated that the system gave results between normal values, and no malfunction was encountered. It was determined that the device was functioning as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the noninvasive blood pressure (nbp) measurement was incorrect. The device was in use on a patient at the time of the event. There was no adverse event reported.